Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s dad reported via phone call that they experienced high blood glucose of near 425 mg/dl. The customer treated with the injections. The customer declined to troubleshooting for high blood glucose level. The devise will not be returned for analysis.